Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is related to a potential issue of the device to charge for defibrillation. This was found during preventative maintenance. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is related to a potential issue of the device to charge for defibrillation. This was found during preventative maintenance. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was made aware by a third party service agent that the event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The device was not returned to physio for evaluation. The cause of the reported issue could not be conclusively determined.